Event description:
Catheter leaking from drainage bag.

Manufacturer narrative:
It was reported that the foley catheter was leaking from the drainage bag when "tipped into back from measure chamber". Due to this, the catheter was replaced. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated: d4, g3, g6, h2, h6.